Manufacturer narrative:
Investigation results: visual investigation: it was found that the rotation axis has fractured above the taper, directly below the screw thread. The taper of the rotation axis shows visible damage on the surface. The rotation axis locking nut is no longer fixed on the thread of the rotation axis. The breakage surface of the larger distal part of the axis as well as the proximal fragment show signs of so called arrest lines which are typical for a dynamic fatigue fracture. The fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: the visible damages on the taper of the rotation axis is an indication that the hinge connection of the femur has been moving on the taper. A reason therefore could be that the rotation axis locking nut has come loose a little bit, respectively was not firmly fitted. The load transfer in this case is transmitted through the narrowest part of the axis and not through the main axis. Furthermore it could be possible that a special patient situation, for example disturbance in coordination lead to extreme bending moments. Therefore the failure is most probably usage related. The current failure rate is within the risk analysis and therefore acceptable. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with nr870m - enduro meniscal component f1 10mm. According to the complaint description, the the device fractured 4 years post surgery. The implants nb14k and nr870m were implanted in 2016. The patient had complained about a unstable knee in 2020. A revision surgery was necessary. During revision, the fracture of the meniscal component was found; another similar device was implanted. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).